Event description:
It was reported that the r-waves were 3 mv and were occasionally undersensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 lead implanted: (B)(6) 2008; 5076-45 lead implanted: (B)(6) 2007. (B)(4).